Event description:
A hospital in (B)(6) reported that an rt105 adult breathing circuit was missing a 22mm connector. This was found before use on a patient.

Manufacturer narrative:
(B)(4). The rt105 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned breathing circuit was visually inspected. Results: during production, two connectors are assembled to the dryline. The visual inspection revealed that only one of the connectors was present on the dryline of the complaint circuit. A lot check could not be performed as no lot number was provided. Conclusion: a connector is attached to each end of the dryline during production. Operating procedures are in place to assist the operators on the production line to correctly pack breathing circuits, detailing all components required at the packing station. Each completed circuit pack is visually inspected and then weighed to ensure that every component is accounted for. In this case, it appears that the operator missed off one of the connectors.